Event description:
May be a (B)(6) video tutorial. Number (B)(4) my mouth guard came apart also, thank you. Lot: 008751.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.